Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The end user did supply angiodynamics a photograph of the device showing the missing probe tip. Review of the photograph noted the ceramic tip fractured approximately 3-4mm distal from the junction of the tip/shaft. The fractured site is black/charred and appears to be a result of a thermal event. The customer's reported complaint description is confirmed based on the pictures provided. The ceramic tip is fractured approximately 3-4mm distal from the junction of the tip/shaft, likely due to thermal event. A definitive root cause for this incident cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "using either the optional footswitch or the microwave power button on the upper right side of the front panel, start the application of the mw energy. The timer graphic located on the left of the display will begin to count down to zero as soon as the energy is activated. The delivered power will be displayed to the right of the timer graphic. Caution: the output power display may decrease over time as reflected energy can increase over ablation period due to changes in the tissue. The ablation is considered complete when the timer reaches zero." Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
It was reported that during a microwave treatment of the liver, using a solero microwave system, the solero unit displayed a 'high reflective power' error message suggesting repositioning of or replacement of the solero probe. When the treating physician track ablated and removed the solero probe from the patient, the tip of the applicator detached and remained inside of the patient's tumor. There was no report of patient adverse effects or medical intervention as a result of this incident.